Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog is unknown but referred to as cook celect filter g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) since catalog# is unknown 510(k) could be either k061815, k073374 or k090140. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: ¿the physician went in for removal of a celect filter that was placed in the patient in 2011 at another facility, when leg fractures were noted, 2 legs through the bowel, 1 broken in the spine and 1 broken in the lung. The main body of the filter was removed leaving the remaining fractured legs." Patient outcome: the patient is a-symptomatic and no further procedures are scheduled at this time.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturer ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. Summary of investigational findings: imaging from filter placement was not provided, but during retrieval approx. 6 years later a CT scan demonstrated at least two grade 3 interactions with the anterior primary filter legs extending into the duodenum, one of which appears to extend through and through the anterior and posterior walls of the duodenum. The case report also describes a grade 3 interaction with a vertebral body; however, this cannot be confirmed. Venogram confirmed a significant leftward tilt as well as confirmation of penetration by multiple primary and secondary legs. Also, there is a fracture fragment displaced medially to the donor portion of the primary filter leg as well as an additional fractured primary filter leg located, likely, in the interlobar pulmonary artery of the right lung. The cause of penetration is indeterminate. There is a significant leftward filter tilt, but it is uncertain if this filter tilt developed over time or whether this was present at the initial placement. It is noted, that the filter was removed leaving the two fracture fragments within the patient. Per the complaint report, patient is asymptomatic. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Filter fracture is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Fracture of a filter leg can be due to repetitive motion on a filter leg in an unusual stressed position. Among other causes, filter fracture may be associated with a filter leg perforating the ivc, a filter leg being caught in a side branch (e.g. Renal vein), excessive force or manipulations near an implanted filter (e.g. A surgical procedure in the vicinity of a filter) and/or procedures that involve other devices being passed through an in situ filter. It has been reported that retrieval of a fractured filter or filter fragments using endovascular techniques is possible. Fracture of the wire is a known risk in relation to an implanted filter and reported in the published scientific literature. It is known from the published scientific literature that filter fragment embolized into the heart or lung may be safely retrieved. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.